Manufacturer narrative:
¿Required intervention to prevent permanent impairment/damage¿ in this case is appropriate due to the failure of the device to deliver it¿s intended therapy to the patient. By placing the patient on a nasal cannula, the healthcare professional was altering the patient¿s prescribed care so as to avoid potential harm. Date rec'd: 02/24/2016. Attempts were made to obtain further information regarding the device repair information. To date no further details have been received. The service history record was reviewed and no repair information was found.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that during transport of a patient, the device's screen displayed vent in-op twice. The patient was placed on a nasal cannula during the rest of the transport and tolerated it well.

Manufacturer narrative:
Type of serious injury removed, there was no patient harm was reported.